Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileocolostomy, the issue occurred in two devices of the same lot numbers. The device had a regrasp alarm, an end tone was heard but not each time and it was not a full seal. There was evidence of energy delivered but not a full energy delivery, only an incomplete, partial seal. The surgeon had to open a new device of a different lot number in order for it to work and resolve the issue. There was no patient injury.